Manufacturer narrative:
Literature citation: wang, shihuan keisin, et al. ¿aggressive surveillance is needed to detect endoleaks and junctional separation between device components after zenith fenestrated aortic reconstruction.¿ annals of vascular surgery, vol. 57, 24 jan. 2019, pp. 129¿136., doi:10.1016/j.avsg.2018.09.038. Suspect medical device: exact rpn of complaint device is unknown but it was reported that the device was either a 26x39 or 28x39 mm cook esbe aortic cuff. Implant date: devices were implanted in (B)(6) 2015. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a type 1b endoleak was found on a zenith aaa endovascular graft main body extension which caused sac expansion and required an additional procedure to treat. A 77 yr old male with an 80 mm juxtarenal aaa was treated in (B)(6) 2014 with a 36x122 mm zfen proximal body containing bilateral renal artery small fenestrations and an sma scallop. The distal bifurcated graft was in a 12x28x76 mm configuration and sealed distally with bilateral 24 mm iliac limb extensions. The first post-operation cta did not demonstrate any endoleaks, with an established junctional overlap of 40 mm. At 12 months post-operation, the patient presented at an outside hospital with new onset abdominal pain. Cta showed an enlarging sac secondary to a new type 1b endoleak. This endoleak was repaired in an additional procedure using 26x39 mm and 28x39 mm cook aortic cuffs. This first type 1b endoleak on the limb extension is reported in MDR: 1820334-2020-00574. At 20 months post-operation, cta showed increased sac size in the presence of a large lumbar type ii endoleak which had not affected the junctional structure. The patient was taken to the operating room for a successful transcaval embolization. The patient failed to present for follow-up after this procedure. In (B)(6) 2017, 34 months post-operation, the patient again presented to an outside hospital with abdominal pain. Cta showed complete junctional separation and a type 3a endoleak associated with aneurysm rupture. The type ib endoleak recurred on a cook esbe aortic cuff which caused distal migration of the bifurcated graft. The separation of the zenith fenestrated grafts are reported in MDR:9680654-2017-00003 and MDR:9680654-2017-00004. Please note that zenith fenestrated aaa endovascular grafts are not sold in the us and there is not a similar device that is sold in the us. The patient was taken immediately to an operative theater where a 28 mm competitor's aortic cuff was placed across the junction between the proximal fenestrated and distal bifurcated bodies. The hypogastric was embolized and a competitor's 16x100 mm iliac limb was deployed to fix type 1ib endoleak. The patient was eventually discharged to subacute rehab where he recently completed a 3 month rehab stint.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. H6 ¿ additional method code: device not accessible for testing (4117). Investigation ¿ evaluation. The complainant, methodist hospital of indiana located in the united states, had an incident from a journal article in annals of vascular surgery journal titled ¿aggressive surveillance is needed to detect endoleaks and junctional separation between device components after zenith fenestrated aortic reconstruction¿ that cook was made aware of on 18feb2020 involving an unknown iliac limb extension device. The patient underwent a fenestrated endovascular aortic repair (fevar) in (B)(6) 2014. The iliac diameter measured 24mm. A proximal main body graft, distal main body graft, and two iliac limb extensions were placed during the procedure. It was reported that the first post-operative computed tomography angiography (cta) showed no evidence of an endoleak. One year later, the patient presented to a hospital with new onset of abdominal pain. The hospital was not the same facility where the index fevar had been completed. A cta showed an enlarging aneurysm sac secondary to a new type 1b endoleak. This was repaired by implanting two cook ¿aortic cuffs¿ (identified to be esbe main body extension grafts) at the distal end of the iliac leg graft. Imaging completed 20 months after the index repair showed increased aneurysm sac size and a type ii large lumbar endoleak. The patient was then taken to the operating room for a transcaval embolization. The patient was scheduled for a follow-up after this procedure. However, he failed to attend the follow-up appointment. In (B)(6) 2017, 34 months postop, the patient again presented to an outside hospital with abdominal pain. Repeat cta showed complete junctional separation and a type 3a endoleak associated with a ruptured aneurysm. It was reported that the recurrence of the type 1b endoleak caused the bifurcated graft to migrate distally. The patient was immediately taken to surgery. A 28 mm gore aortic cuff was placed across the junction between the proximal fenestrated graft and the distal bifurcated body. The hypogastric artery was embolized. A gore 16 x 100 mm iliac limb was used to fix the type 1b endoleak. The patient was discharged to a subacute rehabilitation facility where he spent three months. This complaint addresses the type 1b endoleak on the aortic cuff at 34 months. A review of documentation including the complaint history, drawing, instructions for use (IFU), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls and inspections are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the design history file (dhf) showed that the affected product is safe and effective for its intended use. A review of the device history record (DHR) could not be conducted, as the lot information is currently unknown. Esbe prefix devices are one-device lots, giving no indication of non-conforming product in house. Because there are adequate inspection activities in place, objective evidence that the DHR was fully executed, no related non-conformances, and no other lot-related complaints received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Although the complaint device was not returned, based on the evidence provided, cook has concluded that the device was manufactured to current specifications. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: 1 device description. 1.1 zenith aaa ancillary components. The aortic main body extensions, iliac legs and iliac leg extensions can be used to provide additional length to their respective portions of the endovascular graft. 4 warnings and precautions 4.1 general. Additional endovascular interventions or conversion to standard open surgical repair following endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up the zenith aaa main body extension is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith aaa main body extension is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing requirements are critical to the performance of the endovascular repair. Multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patient with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. 4.4 device selection strict adherence to the zenith aaa endovascular graft ancillary components IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure inaccurate placement and/or incomplete sealing of the zenith aaa ancillary components within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. Inadequate fixation of the zenith aaa ancillary components may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 5 adverse events. 5.2 potential adverse events. Adverse events that may occur and/or require intervention include, but are not limited to: endoleak. 8 patient counseling information. The long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 11 directions for use. 11.2 main body extension. Main body extensions are used for extending the proximal body of an in situ endovascular graft. 12 imaging guidelines and postoperative follow-up. 12.1 general. The long-term performance of endovascular grafts with secondary endovascular intervention using additional components has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirements for patient follow-up (described in the instructions for use for the zenith flex aaa endovascular graft) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.3 additional surveillance and treatment additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak based on the information provided, no returned product and the results of our investigation, a definitive root cause of the failure could not be established. The patient had a large type 2 lumber endoleak that was discovered at 20 months and required embolization. This type 2 endoleak may have contributed to further aneurysm progression. Additionally, the patient was not compliant with follow-up after the embolization procedure. Had the patient been compliant, the type 1b endoleak may have been discovered sooner. Regarding device choice, the main body extensions were used to extend an iliac leg graft and not a main body graft. This use is outside of the IFU which states ¿main body extensions are used for extending the proximal body of an in situ endovascular graft.¿ main body extension grafts are not indicated for use as an iliac leg graft extension and have not been tested for this indication. As such, this usage may have predisposed the device to an endoleak. It is likely that the failure could be attributed to the patient's condition and failure to follow instructions. Endoleaks are also a known inherent risk of the device. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.